Manufacturer narrative:
Date of initial report sent: 05/21/2009.

Event description:
Procedure type: nissen. According to the reporter: the surgeon used 3 sutures and tied them on a nissen. On the fourth suture, during the second pass through tissue, needle would not toggle, and disengaged from the instrument. This suture was removed and a new instrument was used because the first instrument had difficulty loading a new needle. There was no tissue damage and no extended or time and no pt injury.